Event description:
Abdominal symptoms noted that subsequently were found to be caused by hernia mesh migration and adhesion. Both aerobic and anaerobic infection was diagnosed. Subsequent surgeries to drain, and eventually repair hernia and resection colon. Original hernia repair was in (B)(6) 2005. FDA safety report ID # (B)(4).